Event description:
Per the audiologist, the patient experienced decrease in performance. The patients device was explanted 2007, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 9, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.